Event description:
Clinic notes dated (B)(6) 2013 note that the patient had been doing better with regards to control of generalized tonic clonic seizures on vimpat, but current his seizure activity has returned to pre-vimpat levels. He recovered from seizures more rapidly for a period of time, but now no longer. It was noted that the patient would be referred for generator replacement surgery. The patient's medications were adjusted. It is unknown if the patient's seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.